Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this patient experienced two syncopal events and that the device was interrogated after each syncopal event. Both device interrogations indicated normal device operation. (B)(4) technical services (ts) was contacted for assistance. Ts referred the patient to their physician. This device remains in service. No additional adverse patient effects were reported.